Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that during the night at around 10:25 pm, the dexcom device stopped providing readings and showed a ¿brief sensor issue¿ with a message to wait for 3 hours. The last reading it recorded was 70 mg/dl at approximately 9:25 pm. Due to the sensor issue, the patient began to feel strange, weak, and dizzy. He performed a fingerstick test, which confirmed his blood glucose was 70 mg/dl. The patient then used his glucagon emergency kit and went to the emergency room (ER). At the ER, the doctor monitored the bg levels. Only fingerstick tests were used to monitor his readings. At around 1:30 am, he was advised to go home since he was already feeling better (less than 24 hours). No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.